Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager reported approximately five minutes into hemodialysis treatment a dialyzer blood leak was noted. The machine alarmed "blood leak" and no discoloration was noted in the effluent. The machine was reset and the machine alarmed again and test strip was used. The test strip tested positive for glucose. The patient's blood was not rinsed back. The patient did not require any medical intervention and was able to complete hemodialysis treatment with a new setup on the same machine. No defects or damage was observed to the dialyzer or its packaging. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the dialyzer was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.